Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we have had two incidents with the vectorflow catheter. In both cases, the peelable introducer, which comes with the catheter kit, broke. There are two units. The incident occurred during surgery. The patient was not injured or suffered any adverse consequences, nor did he require further medical intervention." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00314, 9680794-2025-00315, 9680794-2025-00330, and 9680794-2025-00329.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 23 april 2025 should be retracted.

Event description:
It was reported that "we have had two incidents with the vectorflow catheter. In both cases, the peelable introducer, which comes with the catheter kit, broke. There are two units. The incident occurred during surgery. The patient was not injured or suffered any adverse consequences, nor did he require further medical intervention." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00314, 9680794-2025-00315, 9680794-2025-00330, and 9680794-2025-00329.